Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unspecified alarm, the home patient (hp) and accidentally connected an extraneal bag to the supply line and connected a new bag to the heater bag during fill on a homechoice (hc) device without changing out the rest of the supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.